Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. On (B)(6) 2011 the consumer experienced arthralgia and muscle cramps. On an unspecified date she presented with irregular bleeding or breakthrough bleeding, tiredness, mood swings, and decreased thyroid function. Those events led her to problems with daily tasks. She contacted her physician, was treated with unspecified medications and had not recovered yet. Essure removal was planned. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. This event is serious and listed in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented irregular bleeding and breakthrough bleeding during essure's use and essures removal was planned. Considering event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation received on 29-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. This event is serious and listed in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented irregular bleeding and breakthrough bleeding during essure's use and essure's removal was planned. Considering event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were informed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.